Manufacturer narrative:
A device history record was reviewed for the suspected contour next test strips and no manufacturing anomalies were found. The dimensions of the carton makes it difficult for a vial cap to open after packaging when the box is sealed. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that she opened a box of the contour next test strips and the bottle was already open. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement test strips were sent to the customer.